Manufacturer narrative:
It was reported that two shutdowns occured. Following the investigation, the root cause of the 1st shutdown is a known bug while the root cause of the 2nd shutdown are a lack of information in the IFU and an absence of record of surgeon's training.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted

Event description:
It was reported that two device shutdowns occurred during procedure, one during the registration phase and another one when clearing the robot arm after the implantation of the last electrode.